Event description:
The pt received her scs system on (B)(6) 2010. It was reported that her ipg site heats during recharging. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on this matter found that the replacement charging sys rectified the issue, and the pt reported no further discomfort at the ipg site when recharging. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.